Event description:
Placement of all three modular endovascular graft components were successful and without complication. After placement of the ipsilateral iliac leg graft, the post angiogram was performed. It was observed that the leg graft had landed with the minimum 10 millimeter landing zone. The physician felt that there was not a sufficient landing zone for the limb in the common iliac due to the pt's anatomy. The leg graft was extended with the deployment of an iliac leg extension, to obtain the preferred landing zone of 20 millimeters, landing closer to the bifurcation of the external iliac artery. No endoleaks were viewed during or after the procedure.